Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on evaluation findings, the dents observed in the probe unit was confirmed. The shape of the dents indicated that it was dented during use and reprocessing. The tip may have been hit during storage, the most probable cause of the issue was due to user's handling.

Manufacturer narrative:
The device was received for evaluation. Visual inspection determined that the device probe unit has a sharp dent, the light guide (lg) has missing glue. The ultrasound image was checked and found 7 full broken elements. In addition, the bending section of the device was determined to have 7 broken strands. The device was repaired, all the identified broken parts were replaced. Once completed, the device was tested, passed all specifications and no issue found. As stated on the IFU and as a preventive measure, the user manual states: the probability of failure of the endoscope and ancillary equipment increases as the number of procedure performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with which an irregularity is suspected should not be used, but should be inspected by following the section 10.1, ¿troubleshooting guide¿. If the irregularity is still suspected after inspection, contact olympus.

Event description:
It was reported that during reprocessing, the device was found to have water leakages and fluid invasion. The device failed the leak test. There was no patient involvement on this report. No user harm or injury reported due to the event.